Event description:
During a lap colon procedure, the clamp arm of the device fell into the patient and was retreived with a grasper. A second lcsc5ha device was used to complete the procedure. There were no patient consequences.